Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the device when it is returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a competitor right ventricular (rv) lead exhibited loss of capture (loc) and a decrease in the pacing lead impedance measurements. Upon subsequent device interrogation, it was found that the rv pacing threshold was programmed suboptimally as a result of increased pacing threshold measurements. Further, it was reported that the patient had not been feeling well since the decrease in the rv pacing lead impedance measurements were noted. Subsequently, the lead was surgically abandoned and replaced. The device was explanted due to normal battery depletion. It was reported that the patient had a ventricular escape rhythm of 30 beats per minute (bpm). No additional dverse patient effects were reported.